Event description:
This is being marked as pp due to atrial oversensing on stored egms , resulting in storage of false at/af episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).